Event description:
A hospital in (B)(6) reported that while testing a neopuff infant resuscitator prior to setting it up in the ward, they found that the manometer was not working.

Event description:
A hospital in (B)(6) reported that while testing a neopuff infant resuscitator prior to setting it up in the ward, they found that the manometer was not working.

Manufacturer narrative:
(B)(4). The complaint neopuff is expected at fisher & paykel healthcare's regional office in (B)(4) for servicing. We are also working to obtain the hospital details. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our regional office in (B)(4) where it was inspected by a trained fisher & paykel healthcare service engineer. The manometer was visually inspected and performance tested. Results: visual inspection revealed no damage to the neopuff. Performance testing revealed that the manometer was out of specification. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The neopuff was fitted with a new manometer, given a full performance check and returned to the customer. Device will be serviced and returned.